Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3.coolflow pump: model #:m-5491-02, serial #: (B)(4). 4. Navistar ds catheter: model #: d-1201-19-s, serial #: (B)(4). 5. Boston scientific /polaris. 6. Stryker reprocessed quad. (B)(4).

Event description:
It was reported that a patient, (B)(6) y.o., male underwent a atrial tachycardia right (r-at) procedure with a thermocool sf navigational catheter and suffered a cardiac arrest. The procedure was stopped and a temporary pacemaker was placed. The patient was under general anesthesia for four hours. A transseptal puncture had been performed. The patient did not require extended hospitalization. The patient had recovered their own natural rhythm after an overnight stay in the hospital. The patient was stable. The event occurred while ablating with this catheter. There was no product issue. The physician¿s opinion regarding the cause of this adverse event is that this it was unknown.